Manufacturer narrative:
Investigation: no samples (including photos) were returned for the reported issue of ¿leaking¿ with lot number 1055929 regarding item # 391451, so retention samples were used for the investigation. The DHR of material number 391451 and lot number 1055929 was checked and no quality notifications were recorded on this lot. The simulation investigation on the retention samples for leakage was performed on ten retention samples and no samples showed any leakage in them. The defect is unconfirmed. The root cause could not be determined due to insufficient information and lack of sample for investigation. To investigate for the probable root cause the original samples will be required. The complaint could not be confirmed, and the root cause is undetermined.

Event description:
It was reported when using the bd venflon 2 bl 22ga IV cannula, the device experienced leakage. This event occurred twice. The following information was provided by the initial reporter. The customer stated: they have complained that they have had a few units that have been leaking.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd venflon 2 bl 22ga IV cannula, the device experienced leakage. This event occurred twice. The following information was provided by the initial reporter. The customer stated: they have complained that they have had a few units that have been leaking.